Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a minicap transfer set leaked. This issue was identified during use with patient involvement. The transfer set has been in use for about one month. There was no patient injury or medical intervention associated with this event. No additional information is available.